Event description:
The device was used for colon rectal anastomosis. The handle was difficult to close. The surgeon performed a colostomy to complete the procedure.

Manufacturer narrative:
6/26/97-supplemental report #1 submitted to FDA.